Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 395 mg/dl at the time of call. The customer stated that she treated the high blood glucose with manual injection. The customer stated that she was unable to rewind the insulin pump due to motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms noted. The pump was received with constant motor error alarms during the rewind due to a corroded motor home switch. Unable to complete the functional testing due to the motor error alarms. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.